Event description:
It was reported that during an implant procedure that the left ventricular lead was clogged and attempts were made to flush the lead but was unsuccessful to flush the lead enough to pass a guidewire. The lead was explanted, and a new lead was implanted. There were no patient consequences.